Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on the right ventricular channel. It is suspected this was due to electromagnetic interference (emi). It was decided to continue monitoring the patient. This device remains in service. No further adverse patient effects were reported.